Event description:
The customer reported elevated creatine kinase-mb (ck-mb) result for one pt and an erroneously low total thyroxine (tt4) result for another pt involving unicel dxi 800 access immunoassay system. This report refers to ck-mb pt. The customer questioned the result and retested the sample on an access 2 immunoassay system. The corrected report was released to the physician. The erroneous ck-mb result was released out of the laboratory. There has been no report of pt injury. A change in pt treatment was not associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) assessed the unit at the facility and found no significant hardware issues. The fse replaced the peri-tubing due to premature tubing wear. The fse confirmed the serial number on the peristaltic pump was not associated with the customer notification letter on peristaltic pump replacement. The fse noted one aspirate probe was dirty and replaced the probe. The fse performed system verification testing, including system check and carryover procedure. All results passed the MFR's published specifications. The fse stated the laboratory technician noted the two erroneous results were not generated from the same pipettor. The fse also discovered several clot detection errors noted on the event log prior to the event. There were no clot detection errors. No hardware issues could be identified. The customer verified the unit was in normal operation. The samples were collected in bd lithium heparin tubes with gel. Centrifugation was performed at 5,748 rpm (rotations per min) for 10 mins in a swinging bucket centrifuge. The customer stated the samples looked clear with no visible fibrin. All tests were sampled from the barcoded primary tube. Creatine kinase-mb (ck-mb) quality control was within specifications prior to and after the event. The reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-02745.